Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in abnormal readings. Technical support assisted caller with updating the pump time and advised monitoring for any future discrepancies. Caller understood and acknowledged the advice.